Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was revewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4) concomitant medical product name - additional information , b5: describe event or problem - additional information, g6: report type ¿ updated/follow-up, h2: additional information.